Event description:
Dear sir/madam I have been affected by neilmed products: few months ago, I bought two products to protect my dry nose, I went to the en rhinology doctor here in UK. He advised me to use a specific brand (neilmednasogel), to relief the problem with my nose. I bought these products, I send you the right details: 2 bottles neilmednasogel spray for dry noses 30ml (1 fl oz) lot: ngs774, exp2027-07; 1 neilmednasogel gel tube for dry noses 28.4 g. (1 oz) lot: ng247, exp2027-11 I started to use a bottle and the tube in (B)(6) 2025, for some days, my nose suffered irritation, and I had a lot of headaches, but I could not believe it, when I used the tube, it was worse, the smell was horrible, and I started to have a strange cough. In addition of this my body start felt in pain from the throat to the shoulder for many days, I stopped using it, but my nose is still very sensitive and horribly itchy. I received the seller's communication on (B)(6) 2025, the said that some products of this brand has serious issues with microbial contamination, I have asked the specialist to see me to check my nose, because I feel that this product is linked to the health problems, that I had in (B)(6). Also, you have to control not only the bottles neilmednasogel spray for dry noses definitely you should check the tube gel that it is more dangerous than another, I felt that all the lots of these products are affected. As a patient, I would like if you do a deeply investigations of the above items, because the consequence foe our health is in danger, I have the products in my home, the company told to all the consumers to destroy them but saw in the list that the lot numbers are not listed the ones that I bought, they have to added them also. Please, if you need more information, do not hesitate to contact me. I have the pictures of them, the receipts, etc. Thanks for your effort to protect us. Regards, (B)(6) p.d. My email is: (B)(6). Reference reports: mw5170644, mw5170646.